Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results generated by the access 2 immunoassay system for multiple patients. Customer tested a patient sample for accutni and obtained a result of 0.21ng/ml which repeated at 0.01 ng/ml. Another patient sample when tested gave a result of 0.09ng/ml and a repeat result of 0.01ng/ml. A third pt sample gave an accutni result of 0.03ng/ml which repeated at 0.12 and 0.13 ng/ml. The erroneous results were reported outside of the laboratory and questioned by the physicians. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in plastic bd lithium heparin tubes with gel and spun in a swinging bucket centrifuge. After the first event, all assay testing was being performed in duplicate until the fse could arrive. These were the only samples in question. System check was performed in 2008 and all portions were within published specifications. Customer indicated they run qc every 8 hours and was recovering within range before and after the event. A field service engineer (fse) was onsite six days later and the following day: fse stated he found two aspirate probes that were bent and the substrate delivery probe was damaged. Fse performed a substrate delivery test which demonstrated that substrate was not being dispensed correctly. Fse also noted that the substrate backlash was not adequately being drawn back in the substrate pump and replaced the substrate pump. Fse performed a preventive maintenance (pm) that was due. Fse verified the repair per established procedures and results met published performance specifications. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.